Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. The patient experienced vaginal anterior wall mesh exposure post procedure and was treated with estrogen application and subsequent mesh removal. The patient reported that currently the situation is bad sometimes, but does not affect the quality of her life. Additional information was not provided.